Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p3f0412) sigphandle, sig power sigphandle handle (serial#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) egia60amt egia 60 artic med thick sulu (lot#: p3f0140) egia60amt egia 60 artic med thick sulu (lot#: p3f0140) egia60amt egia 60 artic med thick sulu (lot#: p3f0412) egia60amt egia 60 artic med thick sulu (lot#: p3f0412) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the stomach was resected into a sleeve, when inserting through a trocar and when the jaw of the cartridge was closed, there was an abnormally large gap when the jaw was closed, and it got stuck when inserting. When clamping the tissue, it was harder to clamp than usual, and it felt like the tissue was escaping. It was noted that on three cartridges, and there were no problems with cartridges from other lots. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted visual inspection stated that the jaw of the reload was open. Some staple pushers were pushed back to the cartridge. Functionally, the clamping mechanism was deformed. It was reported that the instrument's jaws will not close completely, the instrument's insertion thru port was difficult and there was a tissue extrusion. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.